Manufacturer narrative:
(B)(4). S/w ver. 4.11e retainer ring = black customer returned pump for an alleged power error on (B)(6) 2022. Device p-cap / test and reservoir locked properly in place. The pump powered up properly after battery installation. Insulin pump passed the displacement test, sleep current measurement, self test and active current measurement test. All currents within spec range. The pump was monitored for several hours and no unexpected power error alarm noted during testing. However, confirmed power error 25 in history file due to j6 connector resistance issue. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The pump was received with cracked keypad overlay, scratched lcd window and scratched case. In summary, customer alleged pump error 25 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received power error detected alarm. Customer was able to clear the alarm and rewind was completed. Customer stated that internal power source in the pump was unable to charge. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.